Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient has been implanted with their lead for four years. The physician was suspecting a granuloma at the upper end of the lead. The patient was complaining of focalized back pain in front of the upper end of the lead only when the stimulation was on. X-rays were performed with no movement of the lead. The rep reported five days later that no actions or interventions were taken to resolve the issue. It was unknown if the patient was receiving effective therapy. The patient outcome was also unknown.